Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 453mg/dl. The customer had symptoms such as itchy eyes and urinating and treated with a bolus. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer reported that their doctor recently changed the pump settings but declined to check the pump programming. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was also advised that if the high blood glucose persists then a high pressure test could be done and to call back if they wish.